Manufacturer narrative:
Upon further review of the complaint, the display was also replaced to address the reported problem.

Manufacturer narrative:
G4: (B)(4) 2021. B4: (B)(4) 2021. The device was in clinical use; no patient harm was reported. The reported issue was confirmed by the service provider, displaying an electronic defect. There were no error codes, and the only problem was that the contents of the display were not bright enough to be read easily, and it was not possible to adjust the brightness to a proper level. The customer replaced the central processing unit (cpu) board to resolve the issue. The unit was tested, and it was returned to service.

Manufacturer narrative:
Date of report: 17may2021. (B)(4). Is it unknown if the device was in clinical use. Additional information has been requested.

Event description:
The customer reported the display is too dark. It is unknown of the device was in clinical use. Additional information has been requested.